Event description:
It was reported insulin was shooting out of the customer's insulin pump during a manual prime. The customer's blood glucose was 166 mg/dl. Customer stated insulin continued to drip after the motor stops during the manual prime process. The customer stated they were not wearing the insulin pump during priming. Troubleshooting found the customer's drive support cap appeared to be normal. It was also found the customer had air bubbles, but declined to troubleshoot. Troubleshooting could not be completed as the customer was disconnected from the call. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.